Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the flashback chamber (cannula hub) of the device completely filled with blood limiting flow. This occurred in 100 devices. No impact reported.

Manufacturer narrative:
E.2: (B)(6). H.6. Investigation summary: "material #: 368836. Lot/batch #: 4030185. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow was observed as the flash chamber is filled with blood. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of insufficient blood flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. It is important to utilize the flash back feature of the device to confirm access of the vein before a blood collection tube is inserted. If a blood collection tube is inserted before the device has shown the vein is accessed, the tube vacuum can create a high-pressure force in the device hub causing blood to leak into the hub as seen in this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.